Manufacturer narrative:
(B)(6).

Manufacturer narrative:
There is no indication of the bar or stabilizer not functioning correctly, but with the method used to fixate the stabilizer. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Please see MDR #1032347-2011-00060, an earlier revision surgery on the same patient.

Event description:
It was reported the patient had pectus bar and stabilizer implanted (B)(6) 2009 for pectus carinatum. A revision surgery was performed on (B)(6) 2010 as the stabilizer detached from the right side. A cable use implanted to fixate the stabilizer.